Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The stent protector was returned with device, the inner diameter of stent protector was within specification. The stent struts throughout the stent were bent and stretched. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with hypotube profile. A visual and tactile examination found no issues with the tip profile. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. During preparation of a 2.25 x 28 synergy¿ drug-eluting stent, the user gripped the distal side of the balloon protector and pulled out the device. However, the mounted stent stretched and dislodged when the stent protector was removed. The procedure was completed with a promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. During preparation of a 2.25 x 28 synergy¿ drug-eluting stent, the user gripped the distal side of the balloon protector and pulled out the device. However, the mounted stent stretched and dislodged when the stent protector was removed. The procedure was completed with a promus premier stent. No patient complications were reported and the patient's status was good.